Event description:
It was reported a power on reset (por) condition occurred after the pt slept. The pt was unable to adjust the stimulation with the pt programmer. The pt was seen by the physician and the MFR rep. The por was reset and the settings restored. The pt was provided with a pt programmer, that allows him to reset the device if it goes into por again. It was reported the pt has an 'ultramatic' type bed. The stimulation is also affected when the pt is in a car.